Event description:
A tandem mobi cartridge alarm was reported during the cartridge load process. Blood glucose did not exceed 500 mg/dl, indicating that there was no adverse impact to the customer's blood glucose level. The customer removed the cartridge from the pump and delivered a 9-unit bolus successfully, then reloaded the original cartridge and resumed insulin therapy under guidance from technical support, resolving the issue.